Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased threshold and decreased sensing were observed. The rv lead was explanted and replaced. The patient did not have any symptoms prior to, during, or after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.